Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same cases as: 2134265-2014-05162 and 2134265-2014-05164. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in order to visualize an unknown target lesion. During the percutaneous coronary intervention (pci), the physician tried to do automatic pullback however, it stopped which resulted to image disappearance of the imaging catheter. The procedure was then completed with a different device. No patient complications were reported and the patient is in good status.